Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that external pulse generator (epg) screen would not turn on. The pace/sense lights next to the output connectors would light up and the bottom screen had a rolling shutter look until it would stop and neither screen would be on. The epg was beyond its service life and its current status is unknown. There was no patient involvement.